Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 17-jan-2025: the teen end-user called to report that on (B)(6) 2024 they experienced prolonged elevated blood glucose of +300 mg/dl in excess of eight hours while wearing the ilet bionic pancreas. The user was at school when they lost consciousness, and the school principal called emergency medical services (ems). The user was transported to the hospital where they were administered insulin via lancet device. The user did not check ketones and no long-term health effects were reported. The user speculated an inconsistency between the dexcom g7 continuous glucose monitor (cgm) and ilet.